Event description:
Procedure: lobectomy. According to the reporter: the jaws did not open after firing. The device was cut off to remove from tissue. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).